Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with the ca2 calcium gen.2 assay on a cobas 8000 c 702 module. The reporter also mentioned quality control recovery issues with ca2. Some questionable results were reported outside of the laboratory and corrected. The following example for one patient sample was provided by the customer: the sample initially resulted in a ca2 value of 7.1 mg/dl and repeated on a different c702 module as 10.2 mg/dl. The repeat result was deemed correct. The questionable result of the provided example was not reported outside of the laboratory. The ca2 reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The customer was advised to change the sample probes. The field service engineer determined that sample probes were misaligned and outside of the wash well. A volume check determined that the cell blank water was inadequate. He adjusted the sample probes and the rinse volume. A mechanism check was performed and the rinse levels and sample probe alignments were verified. The customer ran calibration and quality controls successfully. The investigation determined the service actions performed resolved the issue.